Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise which led to inappropriate shocks. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2026 update: the lead was explanted and additional report of low impedance was received. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through 55.5 and 57.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. 04-feb-2026 update: the lead was explanted and additional report of low impedance was received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.